Event description:
It was reported that a 980 ventilator had a constant alarm. The ventilator was not in use on a patient at the time of the event. The service engineer (se) inspected the device and found a diagnostic code relevant to the alleged issue recorded in the memory logs. The se replaced the exhalation flow sensor (evq ) with a customer purchased (evq). The se performed extended self-testing on the device and all tests passed.